Manufacturer narrative:
Product complaint # (B)(4). The analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 11 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. It was reported that during its use, it was difficult to handle the device; high pressure to apply; and the staples could not be closed. It was also reported that another device was used to complete the procedure and there was removal of the defective staples from the patient. There were no adverse patient consequences reported.